Manufacturer narrative:
Continuation of d10: product ID 97716 lot# serial# (B)(6). Implanted: (B)(6) 2023. Product type implantable neurostim ulator product ID 97745. Product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding implantable neurostimulator. Patient stated they went to get an EKG on tuesday and the implant was causing problems with the EKG so they had to turn off the implant. Patient was unable to turn off the implant with the controller by itself. Patient mentioned they got the message 'settings not available' that same day. Agent reviewed with patient to follow up with hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked the cause of not being able to turn off the implant with the controller, the patient stated that one day it just wouldn't find the device and gave an error of "device not found." The patient didn't really know why they were receiving the "settings not available" message. When asked the cause of the implant causing problems with the EKG, the patient stated it was causing an irregular EKG while their stimulators were on. Once they were turned off, it was normal.